Event description:
It was reported that during a low anterior resection procedure, the staple line fell apart. The procedure was completed with hand-suturing which extended the or time by 30 minutes. There was no patient consequence.